Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, pain, mobility. Irreversible pulpitis tooth 46. Immediate loading 2 days post op with long-term temporary solution - no functional loading. Implant loosening with loss after 12 days.